Event description:
It is reported the system displayed an intermittent communication failure error messages with a false fluoro tone, but no fluoro image would update on the left monitor. There was no patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.